Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board and turbine assembly. After replacing the defective parts, the issue was resolved. The fsr reported the suspected main printed circuit board assembly and turbine assembly are available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer reported the issue occurred during pre-use checks in the equipment room. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.